Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no damage to the adapter housing. Functional testing noted the blue button was able to be depressed. The adapter was connected to gen2acc lite. The strain gauge was responsive. The switch state was open. There were no errors in the logs. The returned adapter was attached and calibrated to the returned handle. The device fired on the a1 test fixture. The open key was pressed, but the device didn't retract on the a1. The screen turned to the reload attached to adapter graphic. The adapter was disconnected and then reconnected. The handle entered emergency retract, but was unable to fully retract. A manual retract tool was used to retract the adapter firing rod fully. The adapter was reconnected to the handle and calibrated, showing a green adapter swimlane. A loading unit was attached and calibrated, clamped, and articulated without difficulty. The returned adapter was connected to a handle, and was able to fire on the a1. The open key was pressed, and the device entered emergency retract mode. The adapter fully retracted. The adapter was reconnected to gen2 acc. There were no errors in the adapter logs. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when applied on the stomach tissue, the device was partially fired. Staple line was incomplete distally and staples at the distal tip did not close. The surgeon changed the angle of the next staple to cover section that wasn't sealed.